Event description:
Sales consultant reported that in the process of ordinary maintenance and assembly of the locking device for tfn set, it was discovered that the instrument is partially broken. Consultant stated that a ball bearing for the inner sleeve of the device has come loose which made the inner sleeve unstable and capable of falling. The instrument was not involved in a procedure and was part of the field unit belonging to consultant. This is report one of one for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The DHR was reviewed and nonconformance was found on p/n 357.402.4 lot #5008315 for drawing not clear where measurement to be taken for feature l6. The qe accepted the parts as conforms after 100% inspection was performed and passed. This nonconformance is not relevant to this complaint because the issue is on the hook not the ball component. Nonconformance was found on p/n 357.402.4 lot #5014274 for inspection not performed, drawing not clear for area of measurement for feature l6. The qe accepted the parts as conforms after 100% inspection was performed and passed. This nonconformance is not relevant to this complaint because the issue is on the hook not the ball component. No issues were found during manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.